Manufacturer narrative:
(B)(4). Customer returned incorrect meter - unable to test. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 95 to 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/19/2017 and open vial date is 05/16/2016. The meter memory was reviewed for previous test result history customer states that she cannot see time and date on meter, could not document time and date): reviewed meter memory (B)(6). Customer states that our meter is reading lower than a comparison meter.